Manufacturer narrative:
Reference medwatch reference #''s 2916596-2015-00412 and 2916596-2016-00806 for the previous reports of bacterial infection. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient's pump was exchanged to another manufacturer's device on (B)(6) 2016 due to a persistent bacterial driveline infection beginning in (B)(6) 2014. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Examination of the sealed inflow conduit, sealed outflow graft, and pump blood-contacting surfaces did not reveal any deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.